Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has no audible alarm. Associated malfunctions for this device: pilot valve alarms and shuts down.